Event description:
It was reported that the user experienced recurrent morning hyperglycemia while using an ilet system with a dexcom g7, with the highest cgm reading of 342 mg/dl lasting about three and a half hours, and the user was meal-announcing to correct high glucose; infusion set was teflon in the abdomen. Symptoms included hyperglycemia and user anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.